Manufacturer narrative:
Internal complaint reference number: (B)(4). This complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known risks with the device itself or with its use that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, before use in an internal fixation, the packaging on the intertan 10s 10mm x 42cm 125d left was not sealed when the rep tried to open it. It is unknown if there was any delay or how the procedure was completed. No complications were reported.

Event description:
It was reported that, before use in an internal fixation, the packaging on the intertan 10s 10mm x 42cm 125d left was not sealed when the nurse tried to open it. The nail fell through the bottom of the packaging that was not sealed at all. The surgery was completed, without any delay, with an equivalent s+n back-up product. Patient was not harmed as consequence of this problem.

Manufacturer narrative:
Internal complaint reference: (B)(4). Additional information: b5 and h6 (health effect - impact code). Correction: h6 (health effect - impact code) f26 removed.